Event description:
On (B)(6) 2012, 3m espe was informed that surgical intervention was required to remove and implant that fractured during placement. The treating dentist used a bur to remove mandibular bone to a sufficient level to allow removal of the implant with a hemostat. Three other implants were placed on the same day without any adverse effect. The dentist reports that he did use a torque wrench to place all the implants and that this one fractured, perhaps because of very dense bone. However, no torque value reading just prior to the noted fracture was given to 3m espe.

Manufacturer narrative:
Evaluation of the returned implant fragments shows that the lower threaded portion of the implant had been damaged during the removal process. The upper portion of the implant showed evidence of a torsional fracture. Without information about the torque values on the wrench prior to the fracture, it is not possible to determine if the known failure level of the implant had been exceeded during the attempted placement.